Manufacturer narrative:
H6: investigation summary five 30852 samples from lot 22075602 were received in sealed packaging for investigation. The feedback provided by the customer indicates the extension sets were received with kinked tubing inside the packaging. As part of the investigation the customer provided photographs of their experience; analysis of the photographs in addition to a visual inspection of the returned samples confirmed the customer's experience as kinks were visible to the tubing close to the back check valve (bcv) component. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause could not be determined, however kinked tubing typically occurs as a result of inadequate coiling of the set prior to packaging and sterilisation; this is a manual process and it is likely to have occurred due to human error. A review of the production records for lot 22075602 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of kinking to occur during future production, the production personnel have been informed of this feedback to ensure that they are following the correct coiling and packaging procedure. Additionally updates were made to the line layout documentation to more explicitly state the correct placement of the coiled set into the packaging.

Event description:
It was reported that 188 bd¿ y-site with anti-siphon valve sets experienced kinked tubing. The following information was provided by the initial reporter: the infusion tubing is kinked inside the sterile packaging; this will case the occlusion pressure & alarm appeared during the drug infusion.

Event description:
It was reported that 188 bd¿ y-site with anti-siphon valve sets experienced kinked tubing. The following information was provided by the initial reporter: the infusion tubing is kinked inside the sterile packaging; this will case the occlusion pressure & alarm appeared during the drug infusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.